Manufacturer narrative:
A visual inspection was performed on 4 opened and used enlite sensors; unable to confirm insertion anomaly due to the customer returned the sensors only. This complaint is against the insertion device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a sensor anomaly. Customer reported the sensor needle separated upon insertion into the customer's body. Customer's blood glucose was 185 mg/dl at the time of incident. Customer reported the neither the needle hub or sensor was inside the inserter. It was also found the catch arm was not bent on the sensor. Customer has reported this behavior with several sensors. The customer agreed to return the sensor for analysis.